Event description:
It was reported that the patient was complaining of blurry vision in their right eye. The patient asked for the iol (intraocular lens) to be explanted and replaced with a different lens. The replacement lens is a non j&j iol. There was no incision enlargement, sutures vitrectomy or medication outside the standard of care. The symptoms did not significantly affect their daily activities. Vision pre-operatively is 20/40-2 and postoperatively is 20/20-1. Reportedly, the patient fully recovered. No further information was provided.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between on (B)(6)2022 - on (B)(6) 2022. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.